Manufacturer narrative:
No product has been returned to the manufacturer for evaluation or review. Since no device was returned for analysis/review, the root cause for the event has not been determined. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin; and/or if the warmer is operated contrary to the operations manual, product labeling, product insert and in-service presentations.

Event description:
An end user ((B)(6) cvor department) has had problems with 3-4 drapes melting over the past month. There were no patient injury and treatment reported of the incident.

Manufacturer narrative:
No product has been returned to the manufacturer for evaluation or review. Since no device was returned for analysis/review, the root cause for the event has not been determined. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin; and/or if the warmer is operated contrary to the operations manual, product labeling, product insert and in-service presentations. Follow up #1: no lot numbers were reported to perform a review of the device history record. With neither the sample nor the device history record reviewed, the non conformity could not be confirmed.

Event description:
An end user has had problems with 3-4 drapes melting over the past month. There were no patient injury or treatment reported for the incident.